Event description:
The customer reported to olympus at the beginning of the diagnostic endobronchial ultrasound (ebus) for cancer, the customer was using the evis exera ii ultrasonic bronchofibervideoscope and one balloon came off inside the patient and a second balloon came off outside of the patient. When the second balloon started to come off, the doctor felt the difference and was able to pull out the scope before it fell off completely. The procedure was prolonged to retrieve the first balloon with forceps and attach the new balloon. The diagnostic outcome was not affected and the procedure was completed without the balloon. No patient harm was reported. This report is related to the following patient identifiers: (B)(6) : balloon model: maj-1351 serial number: (B)(6) (first balloon) (B)(6) : balloon model: maj-1351 serial number: (B)(6) (second balloon that fell off outside of the patient).